Manufacturer narrative:
H2: if any further information needs to be reported, it will be reported in regulatory rep #: 1723170-2023-02710 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that the system could not navigate instruments. Navigation was aborted, and the surgeon utilized image intensifier once navigation malfunctioned. There was no reported delay to procedure. Additional information was received. It was reported that the navigation had intermittent tracking faults whereby navigated instruments would not be seen by the tracking camera. Affected instruments were the passive planar probe and the reference frame small passive. The planar probe and the reference frame had initially been able to be tracked allowing for verification of the planar probe. Once the reference frame was attached to the spinous process clamp neither the frame nor the planar probe could be seen by the camera. The representative provided phone support to work through possible causes, including distance from camera, properly seated, clean and dry spheres, line of sight, deselecting and reselecting the appropriate tool cards. None of these resolved the issue. The representative checked to see if the correct reference frame loaded into procedure, and it did. There was no visible instrument damage. The instruments easily verified. And there was normal tracking under recommended conditions. During testing they observed that if the surgical lights are directed towards the camera they will interfere with the tracking of instruments, and navigation will not be possible. This is regardless of whether the surgical lights are on or not. It only requires one surgical light pointed at either camera on the camera cart for tracking to stop. This however, did not prevent the imaging tracker from being seen, possibly as this is an active tracker emitting infrared whereas the instruments are passively reflecting infrared. This was the only way we could recreate the reported issue, but does not mean that this is the cause on the day. They also swapped the camera cart for one from another system. The issue also occurred showing that it is not specifically an error with one camera

Manufacturer narrative:
H3) no parts have been returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.